Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump volume annunciated a "crackling" tone for all notifications and alarms. Customer's blood glucose was 148 mg/dl. Reportedly, customer will continue to use pump for insulin therapy.